Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: IV.

Event description:
Patient reported a right side exchange due to concern with the product. In addition healthcare professional reported right side capsular contracture , baker grade unknown, and "macromastia." Healthcare professional additionally reported "breast plant illness;" this event is not related to the device. Device has been explanted.